Event description:
It was reported that the patient presented in clinic for device change out procedure. During procedure, it was found that the right ventricular (rv) lead insulation had a large visible breach. The rv lead was capped and replaced on 19 jul 2024. Patient condition was stable.